Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hearing tones at frequent intervals and there was question about whether or not these tones were coming from the patient's implantable cardioverter defibrillator (ICD). It was later found that the device was at elective replacement indicator (eri) and was suspected of early eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.